Event description:
The us complainant was setting up a new impella cp support. The team observed a purge disc alarm on the automated impella controller (aic) and trouble shot by aic and pump replacement. The team then successfully started support on new pump and aic. There was no noted harm or injury to the patient for any delay in the support initiation. The impella cp supported for 4 days, was weaned, and explanted.

Manufacturer narrative:
The medical center has returned for benchtop analysis the impella controller. The investigation is on-going at this time. Upon the completion of the investigation, a final report will be forthcoming. The purge disc is noted in the IFU as follows: "transmits pressure to the controller based on the purge pressure in the purge tubing; a sensor in the controller measures the pressure so that it can be displayed on the screen and used by the purge pressure algorithm to maintain the purge pressure."

Manufacturer narrative:
The investigation for the reported console disc/flag issues has been completed. The device and data logs were returned for evaluation. The data logs were reviewed which confirmed that the alarms for purge disc not detected and purge system open were issued on the reported occurrence date. The data logs also confirmed an instance where purge pressure was high, but it was not persistent enough to trigger a purge pressure high alarm. The console was inspected and tested after arriving. Issues reported were not able to be reproduced under normal operating conditions with know-good pump and purge unit. The cause of the issue is suspected to be use related.